Event description:
Customer reported that the buttons on the insulin pump's keypad were not responding. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was 324 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.